Event description:
A malfunction alarm with code malf 24 was reported, and customer support could not reset it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to revert to multiple daily injections as a backup therapy and was informed that a replacement pump with updated software would be shipped. Instructions were provided on returning the defective pump.